Manufacturer narrative:
The insulin pump alarmed button error and the act button had intermittent response due to corroded keypad trace. The device was received with minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, customer was checking the insulin and when he pressed the act button, it alarmed button error. Customer's blood glucose was 167 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.